Event description:
The following event was received from a voluntary medwatch report: during an ischemic ventricular tachycardia procedure, a cardiac perforation occurred which required surgery. After mapping and before any ablation had been completed, the patient's blood pressure dropped. An intracardiac echocardiogram was done which revealed a pericardial effusion. While preparing for the pericardiocentesis, the physician decided to complete a few ablations using a non-abbott catheter (smarttouch surround flow catheter by biosense webster, d134804 / (B)(6). A pericardiocentesis was done but the patient was not improving so surgery was performed to repair a small perforation in the right ventricle. The patient is reported to be in stable condition. The physician believes the tacticath se ablation catheter caused the perforation while the patient was in ventricular tachycardia. Two non-abbott catheters were in the patient at the time the injury was discovered, (optrell and soundstar both by biosense webster, 10439236 / g9475637). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.